Event description:
The user facility reported an 80-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. An iliac artery angiogram revealed small perforation which was successfully tamponaded with a balloon.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
It was further reported that there was difficulty achieving optimal flows likely attributed to very small left ventricle (lv) cavity and acute bend of cannula entering av. The pump was then weaned and explanted.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. Data logs were not provided. The patient was reported to have a small ventricle. The cause of the low pump flow issue was most likely patient condition related, based on given clinical information. The cause of the vascular damage issue cannot be determined due to insufficient clinical information provided. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- b1-selected product problem, b5-additional narrative, h6 impact code 4627, h6 med dev prob code 1248, h6 component code 925 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.